Event description:
During a pci procedure, the maverick2 monorial balloon ruptured within nominal pressure on the initial inflation. No patient injuries or complications were reported. Patient status is listed as "good." A medkit 6f introducer sheath, a goodman 6f kamino jl4 guide catheter and a terumo runthrough 0.0014 guide wire were also used in the procedure.